Manufacturer narrative:
Concomitant medical products: product ID 97754, serial (B)(4), product type: recharger. Product ID 37761, serial (B)(4), product type: recharger. The main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot (B)(4). Analysis of the desktop charger (dtc) (serial (B)(4)) revealed the connector pin was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and radiculopathy. It was reported that the patient's recharger was shutting off and they had to hold down the desktop charger (dtc) in the recharger when charging because it was shutting down and it was just not working. The patient stated they could not recharge her stimulator because of this and they were in so much pain. The patient stated they were currently in court and will be going to the hospital after that because she is not doing well. They attempted to troubleshoot. Their dtc green light was on when plugged into wall and it was also confirmed their connector pin appeared to be bent. Additional information was received on 2018-03-09 from the patient that indicated the recharger screen was blank and beeping every 5-10 seconds. They tried to reset the recharger but it did not resolve the issue. They reported their ins had no charge and they were in pain. No further allegations/complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.